Event description:
It was reported that the device failed remediation. Device evaluation revealed a software issue caused the fault and resulted in error code 44000.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the software would not boot when the pump was powered on. The pump showed error code: 44000. The cause was identified to be a software issue.